Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that pulse field ablation for pulmonary vein isolation was done without issue. The physician exchanged the farawave catheter for a non-boston scientific device for mapping and rf ablation. Physician complained of leaking from the faradrive valve during rf ablation with non-boston scientific device. The troubleshooting steps included holding thumb firmly on valve to stop leaking. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that pulse field ablation for pulmonary vein isolation was done without issue. The physician exchanged the farawave catheter for a non-boston scientific device for mapping and rf ablation. Physician complained of leaking from the faradrive valve during rf ablation with non-boston scientific device. The troubleshooting steps included holding thumb firmly on valve to stop leaking. The procedure was completed successfully by using original device. No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported that there was no visible damage to the luer. A pump was used for irrigation. The leak observed was a slow drip coming from the bottom of the handle near the sheath valve. . No air was seen in the patient.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.